Manufacturer narrative:
The initial MDR 2517506-2017-00055 was filed on january 13, 2017. Additional information (04/07/2017): a siemens headquarters support center (hsc) specialist reviewed the instrument data, which indicated that the issue occurred on (B)(6) 2016. Quality controls and calibrations were within acceptable range. The instrument data was consistent with incomplete aspiration of the diluent from the vial. The precision testing was performed on (B)(6) 2016 using a new vial of ctni sample diluent from lot 6bda08, which was acceptable. The issue was limited to the ctni sample diluent vial sequence # 4855 from lot 6bda08 and was consistent with foaming and a loss of diluent from the vial. The hsc specialist stated that the issue can be caused by a physical defect in the vial, underfilled vial or removal of the vial from the analyzer to perform manual dilution and reloading the vial without adjusting the volume in the analyzer. The cause of the discordant, falsely elevated ctni results on a patient sample is unknown. Corrected information (04/07/2017): date of event of the initial MDR states that the event occurred on (B)(6)2016. After the hsc specialist reviewed the instrument data, it was determined that the event occurred on (B)(6) 2016. Date of event has been updated with the correct information.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer performed troubleshooting and discovered that the integrated multi-technology (imt) probe was malfunctioning. The customer replaced the imt probe and performed sample testing with dilutions to obtain results as expected. The cause of falsely elevated ctni results on a patient sample was due to a faulty imt probe. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained upon initial and repeat testing on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The customer performed dilution on the initial and 1st repeat run and obtained higher results. Additionally, the sample was repeated on the same instrument and on an alternate dimension vista instrument, both resulting lower. The corrected result obtained on an alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.